Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation confirmed that the reported event was due to a faulty connection between the power switch and main pcb. The power connector was fixed to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device could not be switched on/off. There was no patient harm or serious injury reported as a result of this incident.